Manufacturer narrative:
The following patient identifier is linked: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician noticed the distal cap was missing upon withdrawal of the duodenovideoscope. The physician used a gastroscope to locate it, found the distal cap in the esophagus, and retrieved it with a rat tooth forceps. Upon retrieval, the distal cap slit was found to be broken. No harm or injury was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. Updated fields: a2, a3a, b3 and h6. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.